Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Distributor reported that a homecare pt was receiving an infusion. According to reporter, the pt lost consciousness. Emergency services were contacted. No treatment was given upon arrival. According to reporter, the product was found to be leaking. No permanent adverse effects reported.